Manufacturer narrative:
The device evaluation was completed on 11/13/2020. It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. A contact force error occurred as the contact force was abnormally displaying over 50g when ablation was started. The issue was resolved by exchanging the catheter. The procedure was completed without patient consequence. Upon receipt, the catheter was visually inspected and a hole was found at the pebax and reddish material inside of it. Then, magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. However, the hole at the pebax with reddish material inside it could be related with the force issue. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the force issue was unable to be duplicated during the product investigation; however, the foreign material found inside the pebax area could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The (B)(6) product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially a contact force error occurred as the contact force was abnormally displaying over 50g when ablation was started. The issue was resolved by exchanging the catheter. The procedure was completed without patient consequence. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 that there was a hole on the pebax and reddish material was inside of it. The hole on the pebax was assessed as an MDR reportable issue. The lab finding reportable issue awareness date is 10/12/2020.